Event description:
It was reported a patient enrolled in a clinical study underwent bilateral total knee arthroplasty on an unknown date(s). Subsequently, the patient underwent bilateral manipulation on (B)(6) 2006 due to arthrofibrosis. No products were removed and replaced. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05133/05134).